Manufacturer narrative:
(B)(4). Concomitant medical products- xl-115363 arcom xl 44-36 std hmrl brng 417210. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product shows the humeral bearing is not fully seated on the tray. There is noted damage to the bearing and locking ring. The locking ring is not fully closed as it should be when the bearing is fully seated. Review of device history records found these units were released to distribution with no related deviations or anomalies. A definitive root cause cannot be found based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04394.

Event description:
It was reported that during shoulder arthroplasty, the poly humeral bearing did not seat on the tray causing greater than thirty minute delay during the surgery. No more additional information is available.

Manufacturer narrative:
The following report is being submitted to relay the correction received. The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.